Event description:
Additional information received notes that the right ventricular (rv) lead noise is reoccurring. No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
The patient identifier should have been (B)(6).

Event description:
It was reported that patient presented into clinic for routine follow-up with right ventricular (rv) lead noise. No changes were reported. The patient status was unknown.